Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file submitted captured a no external power event on (B)(6) 2021 which was caused by power to the mobile power unit (mpu) being briefly interrupted. It was reported that the power cord disconnected from the wall when the patient was stretching the cord to go to the bathroom at night. The patient has the v-lock mechanism. No products exchanged or will be returned. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the event, of loss of external power while using the mpu, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log files for review (with no specific noted). Technical service reviewed the log file and noted a loss of external power event. The event lasted 7 seconds. The controller operated on backup battery power during the event. The mpu was the power source before and after the event. The battery capacity (rsoc) indicators and cable voltages corresponded to a loss of mpu output. The customer reported additional information regarding the event. The mpu ac power cord came out of the ac outlet while the patient was ambulating resulting in the loss of ac power to the mpu. The patient fixed the issue when the alarms occurred. The customer reported that the mpu was operating properly and would be not returned for evaluation. The root cause of the loss of external power event was due to the mpu power cord disconnecting from the wall outlet. Set up and use of the mobile power unit (mpu) with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook (¿alarms and troubleshooting¿; p.219 ¿no external power alarm¿; p.223 power cable disconnected alarm) and the heartmate 3 lvas IFU (p. 7-1 ¿alarms and troubleshooting¿; p. 7-15 ¿no external power alarm¿; p.7-18 power cable disconnected alarm¿). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. The mobile power unit (mpu) assembly was made in (B)(6) 2021. The unit was packaged and placed into stock on (B)(6) 2021. The unit was sent to the customer on (B)(6) 2021. The unit was assigned to the patient on (B)(6) 2021. The unit had no previous services. Per the packaged assembly, the unit was sent to the customer with a locking ac power cord for the mpu. No further information was provided. The manufacturer is closing the file on this event.